Manufacturer narrative:
The initial reporter also notified the FDA on 30 nov, 2023. Medwatch report # mw5148703 if a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was damaged the following information was received by the initial reporter with the following verbatim: describe event or problem: blood transfusion was near complete (rn states approx 30cc remaining) when rn noticed a small area of blood underneath the IV pump (approx quarter size in diameter). Pump stopped and upon inspection a pin prick hole was found in the section of tubing that goes within the pump. Rn states that it did not appear to have been pinched by the pump. Provider notified. No apparent harm to the patient. Date of event: 17-nov-2023.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2477-0007 and lot# 23095050 was performed. The search showed that a total of 43,203 units in 1 lot number was built on 05sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 2477-0007. Batch number#: 23095050. It was reported by customer that blood transfusion was near complete (rn states approx 30cc remaining) when rn noticed a small area of blood underneath the IV pump (approx quarter size in diameter). Pump stopped and upon inspection a pin prick hole was found in the section of tubing that goes within the pump. Rn states that it did not appear to have been pinched by the pump. Provider notified. No apparent harm to the patient. Date of event: 17-nov-2023 verbatim#: rcc received a complaint via email. Email(s) attached. Describe event or problem: blood transfusion was near complete (rn states approx 30cc remaining) when rn noticed a small area of blood underneath the IV pump (approx quarter size in diameter). Pump stopped and upon inspection a pin prick hole was found in the section of tubing that goes within the pump. Rn states that it did not appear to have been pinched by the pump. Provider notified. No apparent harm to the patient. Date of event: 17-nov-2023.